Event description:
New information received indicates that the device was reprogrammed as recommended by ts however there was still evidence of intermittent impedance issues. Ts noted that the impedance variations will not resolve until the connection issue is revised. Ts does not recommend surgical intervention unless there is evidence of loss of capture (loc).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and another manufacture's right atrial (ra) lead displayed noise and oversensing as well as high pacing impedances. Boston scientific technical services (ts) discussed that some of the noise was likely from the respiratory rate trend (rrt) signal. Ts recommended that the rrt be programmed off. Noise and impedance issues were not able to be recreated with isometrics. There were no adverse patient effects reported. The device remains in service.